Event description:
Surgeon was implanting a 2.5mm clavicle pin into the pt. The pin broke off where it connects to the chuck. The surgeon was able to remove the pin, although it did cause a surgical delay of about 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.